Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (foreign) regarding a patient who was receiving baclofen of an unknown concentration via an implantable pump. It was reported that a new patient came to the hospital yesterday (B)(6) 2026) for a pump refill. It was indicated that the patient has a rather long refill cycle, exceeding 180 days. The last pump refill occurred in (B)(6) 2025. Regarding the pump, elective replacement indicator (eri) or end of service (eos) was to occur at the end of 2026. The pump had been filled with baclofen around 11:00. The clinician programmer indicated approximately 3.4 ml was expected; however, they could aspirate 18 ml of drug out of the pump's reservoir. They refilled the pump and programed a new daily dosage of from 70 mcg/day to 80 mcg/day. The healthcare provider indicated that a pocket fill had occurred at the first try and they had to start the refill procedure all over again. The healthcare provider claimed that regarding the suspected pocket fill, the drug dosage should not be an issue. The healthcare provider further indicated that they did not use the manufacturer's refill kit but had used a third-party kit instead to refill the pump. During the next couple of hours, the patient showed massive signs of overdosage. The pump rate was reduced, and at the end the pump was set to a minimum rate. At around 16:00 they had to intubate the patient. The pump was aspirated again, and they questioned why there were only 20mls left. They then replaced the baclofen with sodium chloride (nacl). The healthcare provider was to take pictures of the logs and programming and contact the manufacturer¿s technical services.

Manufacturer narrative:
Continuation of d10: product ID: 8703, lot# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8703, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider. It was indicated that a CT with catheter imaging presumably showed a disconnection of the catheter to the pump. They were questioning if this could possibly allow the subcutaneous fluid to reach the intrathecal in larger quantities. It was further indicated as being unclear why the residual volume was not correct. As per the pump log, that patient¿s implanted catheter was of model 8703w (two piece). The pump had since been explanted and preserved. It was further reported that at 11:04 am on (B)(6) 2026, programming of the baclofen pump occurred and a continuous run rate mode was set. The pump was previously set to flex mode, but always the same run (dose) rate. The drug concentration of baclofen was left unchanged at 500 mcg/ml, and the run rate was set to 80 mcg/day (previously 71 mcg/day). It was indicated that no bolus was programmed. The confirmation of 12% increase in the run rate was made by "programming". At approximately 11:05 a.m. To 11:25 a.m., the baclofen pump was filled. The puncture of the pump was made using a huber needle from the salewski puncture set under sterile chews. A residual amount of 18 ml was removed, but the calculated residual volume expected was 3.2 ml. The cause of the difference was unclear. The pump log was read and afterwards there were no error messages. This was followed by filling with 40 ml of baclofen/nacl (baclofen concentration 500 mcg/ml). A new ultrasound-guided puncture of the pump reservoir was carried out, and there was a little more than 20ml of liquid in this (with a total amount of 40 ml, a subcutaneous injection of approximately 15 ml to 20 ml was therefore suspected, corresponding to a baclofen dose of a maximum of 10 mg baclofen. The pump was then filled with 40 ml baclofen/nacl (500 g/ml) with repeated re-aspiration to check the correct needle position. At approximately 11:25 a.m. To 11:45 a.m., intramuscular treatment with botulinum toxin occurred according to a previously known scheme (most recently in 2021). At approximately 11:45 a.m., the patient experienced malaise, dizziness, and double vision. In the case of baclofen overdose (e.g. Due to incidental subcutaneous administration or now increased lr in the case of previously questionable malfunction of the pump, the running rate was reduced to 60 mcg/day at 11:56 a.m. The patient¿s rr at this time was stable at 135/85mmhg, pulse 78/minute. As of 12:26 p.m., the patient was clinic ally slightly deteriorated, awake, dysarthric, had visual nystagmus, and was also having general weakness. Further reduction of the running rate to 40 mcg/day was carried out. From 12:45 p.m., increasing clinical deterioration occurred. The patient initially was still awake to somnolent, and in the course of the disease rapidly reduced consciousness, an rr drop to a minimum of 77/44 mmhg was noted. Treatment with volume and akrinor occurred with oxygen administration via mask. As of 12:54 p.m., the pump was set to minimum running rate mode, and the patient was admitted to the stroke unit (su) after cct has been made. In the course of the afternoon (after cmri preparation), respiratory insufficiency, intubation, and transfer to intensive care occurred. At approximately 6:30 p.m., the pump was punctured again, and 20 ml baclofen/nacl were taken from the pump¿s reservoir where 40 ml had been filled. The pump was filled with nacl and left in "minimum running rate" mode. There was a suspicion that more baclofen was administered intrathecally due to pump malfunction. A CT of the abdomen / lumbar spine was performed on (B)(6) 2026, with imaging of the catheter. Regarding findings of the CT/imaging, after previous diluted km administration into the pump in the left lower abdomen, there was no evidence of contrast agent intraspinal. However, there was an accumulation of contrast agent directly in the area of the pump with caudal propagation, possibly starting from the connection point of the pump to the tubing system, which was located in the area of the lower circumference of the pump.